Event description:
Event description guidant received information that this left ventricular lead had an impedance greater than 2000 ohms. The thresholds had increased to 6 volts. An x-ray indicated two possible fractures in the portion of the lead away from the clavicle. Attempts to replace the lead were not successful because the only suitable coronary branch was taken.